Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. (B)(4). The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patietn was experiencing discomfort at the ipg site. The patient underwent surgical intervention on (B)(6) where the ipg was explanted. Addition surgical intervention may be pending to implant new devices.